Event description:
Reportedly, during the evaluation of this returned ventilator for a user abuse issue, the eval tech discovered metallic debris on the filter at the o-ring and within the ventilator, due to the user not replacing the filter at the fresh inlet as instructed in the labeling. Note: no pt involvement or contact was reported as a result of this event.